Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) cylinders and pump were explanted due to perforation of the right corpus cavernosum. A new 21cmx12mm ipp device was implanted.